Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-aug-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a lack of pain relief in their right back and leg, as their pain level was at an 8. Reprogramming was done at an undisclosed date. The patient was considering having a second lead inserted by another hcp in the near future. Etiology was reported as possibly related to the device or therapy, related to programming, and unlikely related to the implant procedure. No action was taken. The outcome was reported as ongoing. It was further reported that the patient experienced lead failure and the lead was not working. Interventions included a neurotomy. The etiology of the event was noted as related to the device, specifically the lead. Since the neurotomy, the patient¿s pain had much improved. The outcome of the event was noted as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the lead failure was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the therapy was not working to relieve pain. No further complications were reported/anticipated.